Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon ruptured. Another 12.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon also ruptured. Both devices were simply pulled out from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon ruptured. Another 12.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon also ruptured. Both devices were simply pulled out from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: a charger 10mm x 80mm, 14atm, 75cm, batch 26306075 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 16mm in length and extended from a position 26mm proximal of the distal markerband to 8mm distal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.